Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: there was a faulty printed circuit board that caused the issue. There was also no output under the serial digital interface channel due to a defective printed circuit board. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high definition lcd monitor had a black screen for a while after booting. The issue was found during preparation for use for a diagnostic gastroscope procedure that was completed with a similar device and no delay. There were no reports of patient harm.